Event description:
It was reported that the device had displayed "(pump) door opened" during patient side occlusion test, was replaced with air in line assy. Then displayed error code 222.4030, repair connection rechecked, then displayed error code 242.4030 during rate accuracy check, even after replacing motor board error code 242.4030 persists, intermittently. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.